Event description:
It was reported that during the pre-use check, the customer noticed no tube connector was attached to the transfusion bag. No patient injury was reported.

Manufacturer narrative:
After visual inspection delineated that the component vented cap female is missing, therefore failure mode can be confirmed. The probable root cause is that the missing component occurred after the product left smiths medical facilities. DHR: a device history review was also conducted on the component lot numbers and no discrepancies were found.

Manufacturer narrative:
After visual inspection delineated that the component vented cap female is missing, therefore failure mode can be confirmed. The probable root cause is that the missing component occurred after the product left smiths medical facilities. DHR: a device history review was also conducted on the component lot numbers and no discrepancies were found.

Event description:
It was reported that during the pre-use check, the customer noticed no tube connector was attached to the transfusion bag. No patient injury was reported.